Event description:
Additional information received from the patient reported that the implantable neurostimulator (ins) had turned off after going through security at the airport. He was very difficult to understand because of his speech due to his parkinson's he did follow-up with his healthcare provider (hcp). The hcp later reported that they were not aware of the incident and the patient was last seen on (B)(6) 2016 for programming. He had not had any programming issues since then.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient walked through security at the airport, and now their device was not working. The patient was implanted for parkinson&#38112;dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.